Manufacturer narrative:
The unit did not have any button response on all of the buttons due to a corroded keypad. The unit did not have a button error alarm during testing. The displacement test could not be performed due to no button responses. The unit had a cracked reservoir tube lip, a minor scratched display window, and cracked battery tube threads. (B)(4).

Event description:
The customer called in to report a keypad anomaly and a button error alarm. The customer stated that the device was worn in her bra and she was sweating. The customer's blood glucose level was 141 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.